Event description:
It was reported that during reprocessing the da vinci si thoracic grasper instrument was noted to have nicks in the black sheath near the tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .110 x .075 piece missing roughly .580 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.